Event description:
It was reported that during a da vinci-assisted umbilical hernia etep surgical procedure, a recoverable fault continued to occur on universal surgical manipulator (usm) 4. The system was hard power cycled, but the error remained. The surgeon was able to continue the procedure by disabling usm 4. Tse remained online while the surgeon docked and started procedure. The procedure was completed as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information. The issue was identified during the procedure and thus, ports were already placed when the usm 4 was disabled; the procedure was completed robotically with only 3 usms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is not available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it triggered error 319. Errors 319 and 32097 were confirmed in the log. During the functional platform testing, the usm failed the fiber test due to a defective rolling loop fiber.